Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell. The baxter technical service representative (tsr) asked if the home patient (hp) disconnected from the hc during treatment and the hp stated no. The tsr explained the alarm and possible causes. The tsr had the hp close all clamps and transfer set and instructed the hp to disconnect and discard the supplies. The hp elected to complete therapy by performing a manual exchange. No patient injury or medical intervention was reported at the time of the initial call.